Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was trying to increase stim and accidentally turned stim off and couldn't get stim back on but eventually did. Tested stim on button during call and was working as intended. Patient said during the evaluation they had good results on the left side but the patient got a little sciatica. Patient said they weren't sure if it was their back or the device causing the sciatica. Patient said the dr put the device on the right side and told the patient it didn't go well and they didn't get the response they wanted. Patient said they only have one program that kind of works but it isn't as effective as the eval was but is better than nothing. Patient said sometimes the implant moves and stimulates a different part of the nerve. Patient asked if device could be moved to the other side, reviewed info. Patient will monitor programmer and call back if they have issues and feel they need a replacement. Agent did not ask about the circumstances that led to the reported issue.